Event description:
It was reported that when the microcatheter was removed from the packaging, the catheter tip detached and fell off. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the catheter shaft distal end was noted to be broken/fractured confirming the reported event. No other anomalies were noted on the device. Functional evaluation could not be performed due to the damaged condition of the device. It is possible that the device was damaged during unpackaging of the device, during preparation of the device or during the clinical procedure causing the break. Based on the information currently available, an assignable cause of handling damage will be assigned to this event.

Event description:
It was reported that when the microcatheter was removed from the packaging, the catheter tip detached and fell off. There were no reported clinical consequences to the patient.